Event description:
It was reported that the patient expired. The patient was rushed to the emergency department after collapsing. Cardiopulmonary resuscitation was performed but was unsuccessful and the patient expired. It was noted that several days before, the patient was experiencing syncope and had received a shock from their implantable cardioverter defibrillator. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was cardiopulmonary arrest.